Event description:
Operating room staff was using trocar (B)(4). A plastic connection valve broke off of the balloon port when trying to insert air into the port at the beginning of the case. Staff member got another trocar and it happened again with the same activity being performed. Both trocars were noted to be from the same lot number. When reviewing this event, another staff member said a similar occurrence happened to him approximately a week ago with the same style trocar. With the frequency of this occuring, our risk management department decided to make this report.